Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found it was partially deployed in the safety release activated state with the plunger and vessel locator wings (vlw) retracted. The thumb advancer/delivery tubeset had been partially deployed from the initial plunger deployment prior to safety release activation, with subsequent initial/partial sheath splitting. There was no detected external damage or anomaly. Internal inspection confirmed no anomaly. During testing, the device was reset for redeployment and the test was successful with complete thumb advancer/delivery tube deployment accompanied by full sheath splitting. No anomaly was detected during the test. A possible cause for the inability to split the sheath may be related to a tight tissue tract, inadequate nick and spread incision and/or anatomical issues, which created higher than normal resistance to thumb advancer/delivery tube deployment through the tissue tract. The tight tissue tract may also constrain the sheath from splitting correctly during the delivery tube deployment through the sheath. . Based on this investigation there is no detected lot specific product quality deficiency and the likely cause for the reported event is related to the operational context of the device. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there was no detected manufacturing or quality deficiency. To assure all products perform according to specification, a sample from the lot is functionally and destructively tested to assure proper device operation.

Manufacturer narrative:
(B)(4). The device has not yet been returned. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using the starclose se device after an interventional procedure. Reportedly, the sheath did not split completely. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reportedly trained in the use of the device. No additional information was provided.